Manufacturer narrative:
Cannnot confirm serial number.

Event description:
The customer reported the device wont power on. When they attempt to power the unit on the alarm led flashes and the unit alarms with a blank screen. No patient involvement reported.